Manufacturer narrative:
In the previously submitted report section g-3 was left blank. This report reflects the correct information for section g-3 date of (B)(6) 2021.

Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.